Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due unknown reason on unknown date with blood glucose of unknown. Customer reported they received the open book image on the insulin pump screen. The customer was trying to use the insulin pump after hospitalization however they keeps getting the open book image open book image. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the inside of the battery tube, on the force sensor and motor during visual inspection.